Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection. Reportedly, the patient was scheduled for a pocket revision due to superior vena cava syndrome however, the procedure was delayed due to vegetation. As of this time, the lead remains in service. No additional adverse patient effects were reported.